Event description:
A report was received that a patient had received burns from his charger. The first burn had blisters and the second and third burn left redness at the battery site. The burns have since healed and the patient is reportedly doing well.